Event description:
The user of a ca-1500 automated blood coagulation analyzer, serial number (B)(4), contacted siemens healthcare diagnostics products after erroneous prolonged prothrombin time (pt) and international normalized ratio (inr) results were reported on a sample from a single pt as greater than 100 seconds. No numeric result was generated, with asterisks in the number fields and a non coagulation error accompanied the result. The physician did not question the results and administered vitamin k (route unk) and tow units of fresh frozen plasma (ffp) based upon these results. These products may have been administered unnecessarily. No analyzer printouts, error logs, pt reports or other corroborative documentation was supplied. Siemens submitted requests for add'l info, but no responses were received.

Manufacturer narrative:
A siemens field service engineer (fse) was not dispatched. Results of pre-analysis controls were within acceptable ranges. Siemens' investigation determined that the operator reported a "greater than" result for a sample that did not coagulate. Users are instructed to never report a greater than result when no numerical value is generated. No documentation of analyzer errors, alerts if malfunction was submitted. The sysmex ca-1500 system operator's manual, chapter 9 - troubleshooting explains each of the errors the errors that can occur in section 4.5 analysis data errors. The "no coagulation" err032 states that the error occurs when coagulation is not detected. Corrective action instructs the operator to make an overall eval of whether the error was made in sampling or reagent. Insufficient volumes of either can affect results. The sample can be compromised by improper collection techniques, such as improper mixing, as well as improper sample handling such as inadequate centrifugation in which platelet-poor plasma is not achieved.